Event description:
Small bowel obstruction [small intestinal obstruction]. Case description: spontaneous report was received on (B)(6) 2012 from a physician (via a company rep) regarding a pt (initials, gender and date of birth not provided). The pt's medical history was not provided. On an unspecified date, the pt underwent abdominal surgery (type not provided) during which seprafilm was placed. Ten days post-abdominal surgery and the placement of seprafilm, the pt experienced small bowel obstruction where the physician had to perform a second procedure to treat the small bowel obstruction. The action taken with seprafilm treatment was not provided. The outcome for the event of small bowel obstruction was not provided. Concomitant medications were not provided. The intensity for the event of small bowel obstruction was not provided. The relationship between seprafilm and the event of small bowel obstruction was not provided by the reporting physician.